Manufacturer narrative:
The event reported is confirmed, it was found to be due to the occurrence of a known design defect following investigation of the data log files. (B)(4).

Event description:
It was reported that a communication failure occurred during an applicative test performed part of a preventative maintenance.